Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height cubie drawer 3.2 failed. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that thermal damage to the copper strands of the retractor band flat flex cable. Additionally, testing revealed that mosfet q601 on the drawer controller board is defective, indicating that the solenoid failed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of es hh cubie drawer 3.2 requires maintenance was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to wo: (B)(4), the fse reported that the main hh drawer 3.2 was not detected on bus. Replaced both retractors, both drawer controller pcbas, the pmc pcba, solenoid and hard stopper assembly. On the following visit, the fse tested drawer by itself, and it would pop open upon turning the station on. Therefore, took out all the pockets and replaced both drawer controller pcbas and the pmc. Fse reconnected the main and auxiliary drawers one by one, leaving no issues remaining. Tested in hta and drawer 3.2 was working as intended. Restarted the main app and reconfigured the drawer. Ran firmware update on the new boards. During dchu visual inspection: p/n: 353684-01: the assembly was received with no signs of physical damage, fluid ingress or missing components. P/n: 151622-01: the parts were received with no signs of physical damage, fluid ingress or missing components. P/n: 331392-01: the part was received with no signs of physical damage, fluid ingress or missing components. P/n: 151630-02: the part was received with no signs of physical damage, fluid ingress or missing components. P/n: 353578-01: the part was received with no signs of physical damage, fluid ingress or missing components. P/n: 353844-01: both assemblies were received with no missing components or fluid ingress. Inspection detected physical damage as black marks on assembly 1 and exposed copper wires on 2. A microscope revealed exposed copper strands on the first assembly, and a thermal event as overheating on the flat flex cable of the second. During dchu testing: p/n: 353684-01: dmm and functional testing determined proper functionality on the component. P/n: 151622-01: dmm and functional testing determined proper functionality on the components. P/n: 331392-01: dmm testing determined damaged mosfet q601. No functional testing was performed. P/n: 151630-02: dmm and functional testing determined proper functionality on the components. P/n: 353578-01: dmm and functional testing determined proper functionality on the components. P/n: 353844-01: since the external inspection identified thermal damage to the retractor flat flex cable, as well as dark marks on the second, no further investigation was deemed necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was determined to be physical damage identified during visual inspection, which resulted in thermal damage to the copper strands of the retractor band flat flex cable. Additionally, testing revealed that mosfet q601 on the drawer controller board is defective, indicating that the solenoid failed.